Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Root cause: the product investigation could not identify a root cause for the reported complaint. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. There are two other complaints in this lot. There are two regulatory reports for this event. This report is for the left eye. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, a patient experienced blurred vision, especially at distance and sore eyes. The consumer stated the blurry vision was like looking through water. The doctor informed the consumer the blurred vision was caused by dry eyes, which was diagnosed prior to surgery. The consumer is currently using otc artificial tears. It was also reported she could hardly open her eyes at night and weep. While driving at night, she experienced two foot spider webs around traffic lights, halos and fluorescent light is a blur. Additional information was received indicating the iol was exchanged for another lens. There are two regulatory reports for this event. This report is for the left eye.